Event description:
The account alleged that the bed has no fusions working, the lockouts were off, and the head section was up and cannot be lowered.

Manufacturer narrative:
The tech found the power light on the controller box was not on. The tech replaced the controller to repair the bed.